Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after opening the package for a 6mm x 150mm smart flex vascular self-expanding stent (ses) delivery system, it was found that the stent had been exposed to the delivery rod. An image was provided which shows the stent is partially deployed. The device was not implanted and another 6mm x 150mm smart flex ses delivery system was used as a replacement. There were no reported injuries to the patient. This was during a lower extremity stent intervention. The device was stored and opened per the instructions for use (IFU). There was no difficulty removing the device from its packaging. There was no damage to the outer packaging and the operator did not perform any operation on the device. The operator has many years of experience with the smart flex device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after opening the package for a 6mm x 150mm smart flex vascular self-expanding stent (ses) delivery system, it was found that the stent had been exposed to the delivery rod. An image was provided which shows the stent is partially deployed. The device was not implanted and another 6mm x 150mm smart flex ses delivery system was used as a replacement. There were no reported injuries to the patient. This was during a lower extremity stent intervention. The device was stored and opened per the instructions for use (IFU). There was no difficulty removing the device from its packaging. There was no damage to the outer packaging and the operator did not perform any operation on the device. The operator has many years of experience with the smart flex device. The device was returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, it was observed that the stent and mechanism were partially deployed, with the plastic nut of the hemostasis valve tightly closed. A kink was noted on the hypotube, located approximately 16 cm from the proximal end. No other notable details were observed on the returned device. Functional analysis was performed to determine if the stent could be deployed as expected. The hemostasis valve was unlocked, and the hypotube was straightened as much as possible. The stent deployment functional test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected, and the stent was deployed. The stent expanded normally, presenting no damage or anomalies. The reported ¿stent delivery system (sds) deployment difficulty- premature/during prep¿ was visualized as the stent was received partially deployed. However, the exact causes of these findings cannot be determined as the reported unintentional premature deployment cannot be verified. Additionally, subsequent findings of a kinked condition were also observed. Functional analysis was performed successfully once the kink was straightened out. Based on the information available for review, it is likely handling during device preparation and procedural factors contributed to the events reported by the customer as evidenced by analysis findings. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available and the product analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.